Event description:
Patient underwent emergency repair of thoracic aortic dissection with placement of aortic graft. Now with acid-fast bacillus blood culture drawn early last month growing mycobacterium avium complex. Manufacturer response for heater cooler unit, stockert (per site reporter): none at this time.